Event description:
The customer reported the ventilator shut down and alarmed when the facility had a power outage and did not transition over to the backup battery for backup power. The ventilator was in use on a patient and the customer reported that there was no patient harm. The manufacturer's service technician confirmed the unit would not function via backup battery power due to the battery being depleted. The service technician also reported the ventilator power supply voltage was low. Review of the ventilator diagnostic log noted a 24/+-12v power fail occurrence. The service technician replaced the power supply and backup battery to address the reported problem. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.